Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Backflow was not detected during testing. However, however, the fillport was found cracked with white stress marks on it. As a result of this damage, leakage was detected at the crack line on the fillport during fill due to this. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device was observed backflowing at the location of the fill port during filling. According to the report, the device was being filled with 5-fluorouracil and normal saline. There was no patient involvement. No additional information is available.